Manufacturer narrative:
The check of the DHR of the lot # involved (1500206) did not show any pre-existing anomaly on the 48 helix drill d.35 mm manufactured with this lot #. Instrument analysis: we received the broken bits. The pieces returned underwent a further dimensional check (focused on the core diameter of the bit) which confirmed the absence of dimensional anomalies on it. Breakage of drill bits is a common and expected occurrence in orthopaedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to breakage of the drill. Pms data: according to our pms data, 16 complaints for a total of 18 breakages were reported on the v.00 helix drills with product codes 9084.20.081 and 9084.20.086 on a total of 1200 v.00 helix drill manufactured with the product codes involved. Helix drills involved in these complaints were manufactured according to specifications. Capas: in (B)(6) 2016, after receiving similar complaints, limacorporate decided to modify the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments (v.01 helix drills). This product enhancement was introduced in order to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. Limacorporate will keep monitoring the market to verify the effectiveness of the above corrective action. This is a final report.

Event description:
Intra-operative breakage of a long helix drill d.3,5mm (product code 9084.20.086, lot# 1500206). The instrument snapped in half when the surgeon was drilling the screw holes for metal back, during a shoulder surgery. The involved drill bit was attached to the flexible mandrel at that time. The surgery was completed by using another drill bit in the set, so there were no consequences for the patient. Event occurred in (B)(6).